Event description:
It was reported during a bph procedure at 201,000 joules and 22 minutes of usage no vaporization efficiency was observed. The fiber was exchanged and the second fiber tip detached. The intervention was completed with an alternative procedure (bipolar resection). Patient outcome: ¿no injury to the patient ¿was reported this report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-450a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing is loose from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.